Event description:
Boston scientific received information that this lead was repositioned due to a dislodgement, loss of capture resulting in asystole for > 2 seconds was observed. The lead was successfully repositioned and remains implanted. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Should additional information become available this investigation will be updated.